Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: visual inspection of the returned photo found no observations pertaining to the nature of the reported event or any other anomaly. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it comes in normal use condition as expected in reusables devices. The upper jaw was found detached. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific instructions for use (IFU) for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the expressew iii w/o hook would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per instructions for use (IFU) inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. Inspect the suture passer prior to use to ensure proper mechanical function. Locking mechanisms should fasten securely and close easily. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a manufacturing record evaluation was performed for the finished device 7454124052001 number, and no non-conformances were identified.

Event description:
It was reported that prior to a shoulder scope procedure, the top jaw of the expressew iii w/o hook device appeared to be broken, as the jaws would not close fully and could not be controlled by the device. It was reported that there were no delays to the surgical procedure as a spare device was available for use. During in-house engineering evaluation, it was determined that the device fell apart. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.